Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the device was received for gg1 error. Confirmed issue was caused by a faulty battery. The battery was replaced. Pm was performed and all tests passed. A review of the device history record for sn (B)(4) was performed from date of manufacture 01/13/2020 to the present date 11/19/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported a gg1 error. No patient involvement is noted.